Manufacturer narrative:
Pump error 54 alarm followed by pump error 3 alarm found in the insulin pump history due to electronic assembly. No pump error 53 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic indicated that the insulin pump had multiple errors. Customer was able to rewind the insulin pump. Customer did not request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.